Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance measured high one time and an audible alert was triggered. After the single high impedance measurement, it returned to the expected range and it was also within range during an in-office check. The nurse was following up with the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.